Event description:
Mother of consumer claims that his son received second degree burn from a heating pad. The coils inside the unit appear to have broken, which consequently produced the burn. The consumer went to the emergency room the day after the event.